Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's display was beginning to streak. Blood glucose level at the time of the incident was 288 mg/dl. Customer stated that the screen was difficult to read. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with flashing white lcd display anomaly due to cracked lcd controller. Unable to perform displacement, rewind, seating and basic occlusion test due to flashing white lcd display. The insulin pump had fading serial number label, cracked battery tube threads, cracked case at the battery tube side and scratched case.